Event description:
It was reported that the patient went to a follow-up at a clinic regarding power cable disconnect alarms. The patient also mentioned connect to power alarms caused by their white power cable randomly alarming. The patient stated that these only occurred while they were on their mobile power unit (mpu) but never when they were on battery power. The patient stated she changed to a different wall outlet since the alarms began, but that didn¿t resolve the dilemma. The white power lead did not look severely damaged or deteriorated, but it had been used for over 3 years. The patient's mpu was exchanged, but the patient had persistent alarms while hooked up to wall power on (B)(6) 2022. The controller was exchanged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of power cable disconnect alarms were confirmed via log file analysis. A review of the event log files contained data spanning approximately 9 days (B)(6) 2022, (B)(6) 2022per timestamp). From (B)(6) 2022 at 11:26:56 to (B)(6) 2022 at 9:07:11 and (B)(6) 2022 at 13:07:27 to (B)(6) 2022 at 19:13:07, while connected to the mobile power unit (mpu), power cable disconnect alarms intermittently activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. No other notable alarms were active in the log file. The returned heartmate 3 system controller (s/n: (B)(6) was functionally tested and was observed to have wire fatigue within its power cables. However, the controller operated a mock loop as intended, and atypical alarms were unable to be reproduced throughout all testing, even when manipulated by hand. Provided information stated that the power cable disconnect alarms persisted after the mpu exchange. A root cause for the reported event was unable to be conclusively determined through this analysis; however, the observed wire fatigue within the controller¿s power cables could have caused the event to occur. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.